Event description:
The device was returned for service. During service by baxter, broken door hinges were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported an occlusion alarm. Information was not provided regarding whether or not the problem occured during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the occlusion alarm was caused by broken door hinges on channel 2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.